Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for follow-up. When attempting to interrogate the pacemaker, the device could not be interrogated despite using multiple programmers. It was also noted that there was no magnet response when placing a magnet on the device. No device intervention was performed. The patient was stable.